Event description:
New information received states that during follow up the patient performed isometric exercise, the noise was reproducible. The patient would continue to be monitored. The patient was asymptomatic and stable.

Manufacturer narrative:
(B)(4).

Event description:
New information states noise consistent with lead insulation anomaly. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, noise was noted on the ventricular lead. Provocative arm movements did not produce noise. The patient was asymptomatic, no intervention was planned, the physician would monitor the patient.